Event description:
It was reported there was oversensing and high rv impedance values when measured through the device. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported there was oversensing and high rv impedance values when measured through the device. The device was explanted. 3500a form stated the pacemaker connector block was defective. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: no anomalies found: mfg's patient and device codes used as none provided on 3500a form. Other text : it was reported there was oversensing and high rv impedance values when measured through the device. The device was explanted. 3500a form stated the pacemaker connector block was defective. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Impedance, oversensing.